Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced stopper creep out or loose closure during use. The following information was provided by the initial reporter: the customer stated there was a "stopper issue. Stopper flip." This description was translated from (B)(6) to english.